Manufacturer narrative:
A patient experiencing an inoperable ipg was reported to abbott. The patient ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
H6 investigation conclusions code "24 cause traced to intentional off-label, unapproved, or contraindicated use" has been removed.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patients ipg had become inoperable. Surgical intervention was undertaken on (B)(6) 2023, where the ipg was explanted and replaced. Therapy was restored post-op.